Event description:
It was reported that caller accidentally delivered too much insulin by completing fill tubing step while still connected to pump. There was no adverse impact to the customer's blood glucose level. Caller was advised by technical support to always follow prompts on pump screen to avoid accidental over delivery, to continue monitoring blood glucose, and to follow up with healthcare provider as needed, and caller understood and acknowledged these instructions.